Event description:
The customer contacted stryker to report that their device would not power on after attempting to update software. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's system board to resolve the reported issue. Proper device operation was observed through functional and performance testing. Device was returned to customer for use.